Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va00k07, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# v734509, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va00k07, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received reported perioperative antibiotics were administered. There was no infection and the patient was not treated.

Event description:
It was reported that the patient had an appointment on (B)(6) 2014 for her leads. The patient thought she had an infection in incision and was put on antibiotics and that had clear it up, over where the wires came out of the head.

Manufacturer narrative:
Product ID 3389s-40, lot# va00k07, implanted: 2013 (B)(6); product type lead product ID 3389s-40, lot# v734509, implanted: 2013 (B)(6); product type lead product ID 3389s-40, lot# va00k07, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).